Manufacturer narrative:
Subgaleal hemorrhage, a bleed that occurs between the scalp aponeurosis and the periosteum of the cranial bones is a known risk of any vacuum delivery. The literature reports an incidence of 1-4% of all vacuum deliveries. These bleeds have also been known to occur in infants delivered by forceps and rarely after spontaneous deliveries. They are more likely to occur with fetal hypoxia and underlying bleeding disorders, as well as after complicated deliveries. Last update received from the user facility was that the infant was discharged without further sequela or complications. Clinical innovations will continue to monitor this event and send an update if additional information is obtained.

Event description:
First time mom spontaneous labor. Unknown indication for vacuum delivery. Even less information available. No mention of position or station at application but reported 3 pop-offs during the delivery. Again, procup was used. No mention of number of pulls. Twelve hours after birth baby coded and was resuscitated and transferred to nicu. Baby is currently on ventilator, but stable condition. CT showed evidence of a subgaleal, subdural and subarachnoid hemorrhages present. Baby remains stable in the nicu and has not had any seizure activity.